Event description:
The customer reported that while monitoring patients on a exhibit central station, the central station had become frozen and unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the exhibit central station. Following the reboot, the customer stated that the license was lost. The fse reloaded the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While rebooting and reloading the software resolved the reported issue, the cause of the reported issue could not be determined.